Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 400cc (left) and a 375cc (right) mentor memorygel breast implants and experienced symptoms including hashimoto¿s, pain, weight gain, cellulite, swollen lymph nodes, muscle tightness in the back, fatigue, autoimmune system dysfunction, breast implant illness, inflammation, diminished metabolism, hair loss, dry skin, and bowel problems post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On december 04, 2024, mentor received additional information regarding the patient's event. The patient mentioned that she found a doctor and had scheduled an explantation date. At the time of this report, mentor has received no information regarding exact explantation date. The patient mentioned that she also experienced that she experienced capsular contracture (baker grade unknown) along with other external symptoms not relating to the breast prosthesis ("heavy metals and platinum leaching into the body"). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune disorder and capsular contracture. (B)(4).